Event description:
During a hip surgery performed on (B)(6) 2022, an intra-operative issue was experienced with the trial liner #xl, product code 9058.8n.270, lot 19am07m. According to the complaint source, the surgeon found the trial line stucked in the acetabular cup when trying to removing it during the surgery. The surgeon resorted to use an osteotome, break the trial liner and then take it out. After removing all the pieces, the surgery was concluded successfully with a total of 15 minutes of prolonged surgery time. No consequences reported for the patient. Event happened in us.

Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 36 items manufactured with the same lot#. We will send a final MDR once the investigation will be concluded.

Manufacturer narrative:
Investigation manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of (B)(4) items manufactured with the same lot#. Photos were provided in complaint of the broken trial insert from the surgery. The trial insert was returned to limacorporate for further investigation. The trial insert is positioned in the cup for conical coupling. The insert was broken into several pieces so no dimensional analysis could be done. From the visual analysis of the returned insert, it appears that during the insertion of the piece it may have been hit too vigorously, or it may have crossed and therefore deformed, causing the impossibility of removal. No additional information could be obtained from the broken pieces. Based on the information received, we are not able to further investigate the root cause of the event. However, considering the facts: ·checking the manufacturing charts of the involved lot #, no pre-existing anomalies were found. ·the outcomes of the internal investigation highlighted that during the insertion of the piece it may have been hit too vigorously, or it may have crossed and therefore deformed, causing the impossibility of removal. We can suppose that the event was not product related. Pms analysis according to our pms data, we can estimate the occurrence rate of malfunctioning of the trial neutr.liners belonging to product code 9058.8n.xxx is 1.01% (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the neutral trial liners but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR.

Event description:
During a hip surgery performed on (B)(6) 2022, an intra-operative issue was experienced with the trial liner #xl, product code 9058.8n.270, lot 19am07m. According to the complaint source, the surgeon found the trial liner stuck in the acetabular cup when trying to remove it during the surgery. The surgeon resorted to use an osteotome, break the trial liner and then take it out. After removing all the pieces, the surgery was concluded successfully with a total of (B)(6) of prolonged surgery time. No consequences reported for the patient. Event happened in us.